Event description:
The device was applied during a wedge resection procedure involving one pt. Reportedly, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury. Date device expires: 9/30/2000.